Event description:
Healthcare professional reported "capsular contracture baker grade II" and "silicone gel had come into contact with the patient" . Later healthcare professional reported "the implant had ruptured and was completely damaged". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Lab analysis:Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: Capsular contracture: Unable to observe through visual inspection as it is a physiological phenomenon. Rupture: Observed broken device through microscopic inspection assessed Surgical Impact Opening. No further actions are required as it is not related to the manufacturing process.None of the other observations performed during the device analysis (Creases and nick other) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: Rupture.